Event description:
It was reported the pump system was explanted (not replaced) due to a pocket infection. Symptoms of infection included fever and a blister at the pump pocket incision. Regarding the cause of the issue, it was noted the patient ¿self mutilates¿. A culture was taken from the device pocket and antibiotic treatment was necessary. The type of organism cultured was (B)(6). The date of onset of the infection was not specified but was ¿sometime last week¿. The date of the last pump refill was during the pump implantation surgery ((B)(6) 2014). The patient status at the time of this report was reported as alive - no injury. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).